Event description:
A discordant falsely elevated potassium (k) patient sample result was obtained on a dimension exl with lm system. The discordant result was reported to the physician(s) who questioned the result. A new sample was drawn from the same patient and processed on the same system. The result was similar to the initial discordant result and was questioned. The patient was sent to an alternate facility. A new sample was drawn and processed and a lower k result, considered correct, was obtained. No information has been provided whether a corrected report was issued. The patient had a chemotherapy session delayed due to the discordant falsely elevated potassium results. There are no known reports of adverse health consequences due to the discordant falsely elevated potassium results or the chemotherapy delay. No information was provided about the total delay in time.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the discordant falsely elevated potassium (k) patient sample results obtained on a dimension exl with lm system. Siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc has reviewed the information provided by the customer and the instrument data logs. Quality control results, linearity studies and proficiency surveys were within the customer's expected ranges. No issues were noted with other patient samples indicating that the instrument and potassium assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The system is operational. MDR 2517506-2022-00010 was filed for the same event. The device is performing within specifications. No further evaluation is required.